Event description:
It was reported that the physician's handheld would not stay powered on unless it was plugged into the electrical outlet. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.